Event description:
Tip of the zimmer drill bit broke while the surgeon was drilling. C-arm x-ray was taken and the tip of the drill bit was in the pt's scapula. Surgeon determined that removal of drill bit has too much risk compared to the benefit.